Manufacturer narrative:
A product investigation was completed: the returned instrument was evaluated at customer quality and the complaint was able to be confirmed. The hook component of the bone hook-shape arm had broken off cleanly from the body at the weld. Although the definitive root cause could not be determined, it is likely that wear over 6+ years of use as well as excessive cantilever force contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Replication of the complaint is not applicable as the complaint condition was dimensionally confirmed. This complaint is confirmed. No new malfunctions were identified during the investigation. Per the technique guide, the sliding mechanism is used in conjunction with one of the four attachment arms to construct the collinear reduction clamp. This clamp is intended to assist in achieving and maintaining fracture reduction in minimally invasive techniques. Relevant product drawings were reviewed. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. A device history review was performed for the returned instruments¿ lot numbers and in each instance no material review reports, non-conformance reports or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted / explanted. (B)(4). Device history records review was completed for part# 398.756, lot# 10-2549. Manufacturing location: (B)(4), manufacturing date: nov 03, 2010. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, during the procedure, the surgeon used the collinear reduction clamp to get a liss distal femur plate against the bone. After some struggle due to the patient's soft tissue the surgeon had the plate against the femur using the collinear clamp. After a few minutes it was noticed that the hook portion of the bone hook shaped arm had detached in 2 large pieces. The surgeon was able to retrieve the piece within two minutes with 2-3 additional fluoroscopies. The procedure was completed successfully. Patient outcome was reported as stable. Concomitant devices reported: collinear reduction clamp (part# unknown, lot# unknown, quantity 1); liss femur plate (part# unknown, lot# unknown, quantity 1). This report is for one (1) bone hook-shape arm 206mm. This is report 1 of 1 for (B)(4).